Event description:
The caregiver (cg) contacted baxter's technical service center regarding ending therapy on the homechoice pro (hcp) during use during dwell 5 of 5. The cg stated the patient was cramping and wanted to end therapy in dwell 5 of 5. The cg stated that 4.25% dianeal solution makes the patient cramp. The cg stated the patient had swelling from the knees down. The technical service representative (tsr) assisted the cg with putting the patient into a manual drain at the end of therapy. The patient drained 2182ml in second manual drain attempt. The patient had a fill volume of 1700ml and a last fill volume of 0ml. The patient's total ultrafiltration (uf) equaled 1904ml. The cycle 1 uf equaled -181ml, the cycle 2 uf equaled 442ml, the cycle 3 uf equaled 570ml, and the cycle 4 uf equaled 1073ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The cg would contact the registered nurse (rn) regarding cramping and swelling. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(6) 2012, regarding the reported cramping, swelling, and a drain volume of 2773ml in cycle 4. The rn stated she was aware of the reported events and that there was no patient injury or medical intervention associated with the events. The rn stated the patient has been continuing therapy on the cycler successfully and has not reported any other drain volume or other symptoms that meet iipv criteria. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. This issue is being investigated through CAPA. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.